Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "one of the "jaws" has broken off." Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.11" x 0.18" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. Additional observation not reported by site: the instrument was found to have corrosion at the grip tips. The grip tips exhibited orange discoloration. Root cause of this failure is attributed to the user.

Event description:
It was reported that during central processing, the mega suture cut nd instrument had broken jaws. There was no report of patient involvement.